Manufacturer narrative:
A ge service representative performed an on site investigation and was unable to duplicate the problem. The filament regulator circuit board was replaced and the calibrations were performed. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system displayed a filament regulator failure error. No patient injury was reported.